Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that a cartridge had been depleted within one day. Upon removal, the cartridge chamber remained full of insulin, consistent with a leaking cartridge. The user was advised to ensure the cartridge chamber was clean and to perform a supply change. A g7 sensor disconnection and reconnection was also reported. Blood glucose was not affected. No medical intervention was required.